Event description:
Huntleigh healthcare was informed that a homecare quadriplegic patient had rolled out of bed to the floor during nursing care being provided, while on the pegasus renaissance mattress and huntleigh healthcare minuet 2 low height bed frame. The patient required hospitalization and was diagnosed with a subarachnoid bleed and fractured arm.